Manufacturer narrative:
This is the thirteenth complaint for the finish goods lot; however the ninth for this issue. The device history record review shows the order was built and released per specification. The used sample was visually inspected and no obvious defects were found. The drip chamber, probe and the infusion cannula was cut. The white stopcock was connected to the infusion cannula line and the auto stopcock on the infusion manifold. The non-invasive flow sensor (nifs) on the cassette housing was in a good condition and the ball in the drip chamber¿s check valve moved freely. A console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. However, this lot number has had other complaints with similar issues related to non-conforming received signal amplitude (rsa) value associated with cassette. Dimensional features associated with the assembly components appear to be the major contributing factor in low rsa values. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. Quality assurance has isolated and identified the major contributor to rsa and has taken action to optimize the component dimensions for the consumable cassette. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Event description:
A customer reported that the intraocular pressure function became dysfunctional during surgery. The surgery was completed without product replacement. There is no harm to the patient. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the intraocular pressure function was not working during a procedure. The procedure was completed without replacing the product. There was no harm to the patient. It was indicated that a product sample was available. No additional information is expected